Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: part # 00875706201/ shell with cluster/ lot # 64531316; part # 00885101536/ neutral liner/ lot # 63303250; part # 00877503603/ bioloxâ® delta, head/ lot # 3013399.

Event description:
It was reported that patient underwent a left hip revision surgery 3 months¿ post implantation due to periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following:primary op notes were reviewed and no complications are noted. Medical op notes were reviewed and the following were identified. Follow up: patient reports sweating a lot during sleep, stopped using cane 2 days after surgery, does not need to use walker, no complications on exam. Crf follow up moderate pain/problems, pain 6/10, dissatisfied follow up fever of 101 last night but woke up without a fever, left hip pain increased. X-ray reveals components in satisfactory position, no evidence of loosening, subsidence, wear. Surgeon states I believe his setback is due to him mountain biking the days prior. He seems to have overdone it. A week ago today, he woke up with a fever and had some hip pain. He had one day of fever. He had not had any since that time. Groin pain improving, still having some calf pain, patient has been very active biking and walking aspiration performed, clear bloody fluid returned, sent for cultures and labs to rule out infection. No results provided or further treatment noted in crf; therefore infection likely ruled out and therefore not called out or new complaint required device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.